Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead showed low, out of range pacing impedances after a cardiac resynchronization therapy defibrillator (crt-d) changeout due to normal battery depletion (nbd). The automatic threshold test could not be completed for several days; therefore, the pacing output was high. On a posterior transmission, the tests were able to be completed but thresholds were still high. After a battery analysis it was determined that the power consumption was abnormally high even for the high pacing amplitude and low rv impedance. This behavior began shortly after implant. The data was similar to gate oxide malfunctions of the pace output block, and it should be treated as such. It was possible that the rv lead had sustained some corrosion damage and should be evaluated or replaced. The crt-d was replaced and during the system revision, the lead tested fine on pacing system analyzer (psa), so physician chose to keep the lead implanted. No additional adverse patient effects were reported.